Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field result: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® eclipse¿ signal¿ blood collection needle had visible blood in flash chamber, no report of medical interventions or serious injury.